Event description:
It was reported that the patient had an initial shoulder arthroplasty due to a three (3) month old four (4) part proximal humerus fracture. Subsequently, the patient was revised approximately one (1) month later due to the implants dislocating multiple times in an anterior position. During the revision the surgeon removed a large piece of bone from the original fracture due to the surgeon believing that the piece of bone was contributing to the reason that the implants were dislocating.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031400, mini +5mm thickness +0mm taper offset 40mm diameter humeral tray; lot#: 65337911 item#: 110031424, standard 36mm diameter bearing; lot#: 65761059 g2: foreign: australia h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested from the hospital but not returned to the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Component codes: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.